Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion device was delivering an inaccurate amount of insulin. The order in which the insulin bolus was delivered on specific days were not in sync with the time they were suggested. For example, the insulin boluses from (B)(6) 2024 were suggested arising from carbohydrates and high blood glucose levels, but they were all delivered between 5:00 p.m. And 6:00 p.m. Accumulating a delivery of more than 50 insulin units. In the perform a combo blood glucose monitor, the blood glucose, carbohydrates and boluses appear in perfect order with correct bolus delivery. However, in the infusion device, the bolus delivery appears accumulated between the times indicated on the graph report. This led to doubt as to whether or not the boluses were administered correctly (in this case, in the correct time). The insulin bolus on (B)(6) 2024, signaled in the performa combo blood glucose monitor is not included in the infusion device.